Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in attached photos, air gas module has been determined as defective and in need of replacement. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). The reported issue was confirmed in provided device's logs. The defective part has not been returned fot the further investigation, despite request. Our conclusion is that the air gas module was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).